Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, the images could not be confirmed to relate to the patient. Approximately one year nine months and thirteen days post deployment, computed tomography of abdomen and pelvis revealed tip at right renal vein origin and below left renal vein origin, no significant tilt, no evidence for significant perforation with a note stating that struts stretching inferior vena cava wall and inferior right strut slightly beyond wall. On an unknown date, computed tomography of abdomen and pelvis indicated the filter is tilted posteriorly and to the right with the cone of the filter lying at the ostium of the right renal vein in contact with the posterior vena caval wall. Therefore, the investigation is confirmed for filter tilt. However, the investigation is inconclusive for perforation of ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,d4(expiry date: 05/2013). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported sometime post vena cava filter deployment that the filter allegedly had limbs perforating beyond the caval wall. Reportedly, no filter retrieval procedures had been performed. Additionally, it was reported that the patient expired sometime post filter deployment.the cause of the patient¿s death was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Images could not be confirmed to relate to the patient. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment that the filter allegedly had limbs perforating beyond the caval wall. Reportedly, no filter retrieval procedures had been performed. Additionally, it was reported that the patient expired sometime post filter deployment. The cause of the patient¿s death was not provided.

Manufacturer narrative:
Hospital/medical records and medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. An image review and investigation of the reported event is currently underway. Medical record review: the patient with history of lower extremity deep vein thrombosis and stroke was scheduled for placement of an inferior vena cava filter (ivc). A cavagram demonstrated no evidence of thrombus in the ivc and the ivc measured to be 20 mm in the immediate infrarenal position. The filter was then deployed in infrarenal ivc at l2 level without incident. Hemostasis was obtained and there were no complications. Approximately three years six months post filter deployment, imaging studies demonstrated the filter at the l2-l3 level. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment that the filter allegedly had limbs perforating beyond the caval wall. Reportedly, no filter retrieval procedures had been performed. Additionally, it was reported that the patient expired sometime post filter deployment. The cause of the patient¿s death was not provided.